Manufacturer narrative:
The reason for this revision surgery was to replace the patients loose prosthesis after 2.2 years of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Hospitalization - initial or prolonged was required. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 1 non-conforming material report (ncmr) associated with this product. Ncmr (B)(4) showed 1 part (part number: 48001120-30) written up for an out of specification feature; the part was accepted with the justification "acceptable per rev. M finish print." A review of the product complaint report history showed this is the first complaint from this lot. The root cause for the patients loose prosthesis was not reported and could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the original femoral prosthesis having loosened several years past a total hip arthroplasty (tha). The surgeon performed a lima stem revision and swapped the liner.